Event description:
Consumer indicated her daughter was removing a tampon which seemed to pull apart leaving pieces behind. This event occurred on two separate occasions. Her daughter had to remove the pieces left behind on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.